Event description:
This lead was implanted on (B)(6) 2010 and remains implanted. It was reported to technical services on (B)(6) 2011 that it will be revised by dr. (B)(6) due to extra cardiac stimulation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).